Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 5/6/2021 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Haptic damage (bent) was also observed but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one complaint for folding issues was found. These complaint issues reported are not related; therefore, no escalations are required. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Additional information: patient weight: unknown/no information. Patient ethnicity and race: unknown/no information. If implanted; give date: unknown/no information. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the iol was explanted from the patient¿s operative eye due to their distance vision was not very sharp and difficulty with near vision. Sutures were required and an unplanned vitrectomy performed. No further information is available.